Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d1, d4 catalog. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent a spinal canal fusion (t11 - l3) for ais on (B)(6) 2026. After the screw insertion, rod was inserted and the collection keys were attached to all of the screw. When the completion and distraction operation for right side collection keys were performed using the collection key adjuster, there was a cracking sound during loosening the x25 part of l3 collection key. It was confirmed that the tab on the spinal canal side was almost broke because the collection key adjuster was tilted too far inward. The surgeon required the tab breaker, but it was not there, so the surgeon used needle-nose pliers. The tab on the spinal canal side was removed but the other side tab broke by the surgeon. At that time, the tab which should have broken above the top notch broke, partially wrapped around the top notch. The collection key loosed stability, so all the right side collection keys were removed, and the screw with the broken notch was removed. Another new screw was inserted. After that, the surgery was completed successfully within thirty minutes surgical delay using the usual procedure. The broken tab and screw were recovered. Imaging confirmed with the doctor and nurse that there were no fragments in the surgical field. At this facility, when the tab breaker interfered with the tissue and could not be inserted, needle-nose pliers were sometimes used to break the tab. Both the doctor and the sales rep agreed to perform the procedure without hesitation, but it is believed that the cause was breaking the tab with needle-nose pliers. This possibility was explained to the doctor, who responded, "this has never happened before."